Event description:
The reporter is reporting that the business in her building are disposing of used sharps in the trash can. She said she saw employees throwing away sharps in the dumpster outside. Usually there is a designated sharps container for this waste to be disposed of. The name of the business is: (B)(6).